Event description:
The customer contacted stryker to report that their device would intermittently not emit audio prompts, delay voice prompts or skip steps within the voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
The device will not be returned to stryker for investigation. The device reached end of service life and it cannot be repaired. A cause of the reported issue could not be determined.